Manufacturer narrative:
The customer reported that the central nurse station (cns) was displaying "no sync" while monitoring patients. They tried rebooting it, but the issue persisted. Technical support (ts) had them verify the cables were securely connected. Ts then had them do a hard reboot for the cns, which resolved the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse station (cns) was displaying "no sync" while monitoring patients. They tried rebooting it, but the issue persisted. Technical support (ts) had them verify the cables were securely connected. Ts then had them do a hard reboot for the cns, which resolved the issue. No patient harm was reported.

Event description:
The customer reported that the central nurse station (cns) was displaying "no sync" while monitoring patients. They tried rebooting it, but the issue persisted. Technical support (ts) had them verify the cables were securely connected. Ts then had them do a hard reboot for the cns, which resolved the issue. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse station (cns) was displaying "no sync" while monitoring patients. They tried rebooting it, but the issue persisted. Technical support (ts) had them verify the cables were securely connected. Ts then had them do a hard reboot for the cns, which resolved the issue. No patient harm was reported. Investigation summary: insufficient information / no product returned. Multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. There is not enough information to perform an investigation. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/13/2025 emailed the customer for the information in the ni list above: no reply was received. Attempt # 2: 10/20/2025 emailed the customer for the information in the ni list above: no reply was received. Attempt # 3: 10/30/2025 emailed the customer for the information in the ni list above: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.